Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing, leading to inappropriate electric shock. Isometric testing was performed and the noise was reproducible. Troubleshooting options were discussed and recommended and an x-ray was recommended to assess integrity. At this time, this s-ICD system remains in service no additional adverse patient effects have been reported.